Manufacturer narrative:
Concomitant medical products: ddpb3d4, ICD, implanted: (B)(6) 2020, 6935m55, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was removed due to an infection. The patient had positive blood cultures of bacteremia. The patient developed the infection after the previous ICD was replaced. The patient was treated with antibiotics. A new ICD system was implanted. No further patient complications have been reported as a result of this event.